Event description:
The event is reported as: alleged issue: the three way catheter became blocked after surgery with blood clots and could not be unblocked with irrigation through the inlet tubing that collapsed and catheter had to be replaced. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
No sample will be returned for investigation. Lot # unknown. Investigation incomplete.